Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and found the tip clamp sleeve in the problem area was dirty. The tip clamp and plunger clamp were replaced. The tip clamp sleeve was cleaned. The instrument was tested without further problem, and returned to svc.